Manufacturer narrative:
The device has been received for evaluation. Once completed a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during preparation the first apollo had a leak observed in the distal shaft of the device. The second apollo was removed from the sterile unit and the distal tip was found to be detached from the micro catheter. No injury to the patient. The devices were not used on the patient. The catheters were flushed as directed in the IFU and were inspected prior to use. The first apollo catheter was removed from the sterile box and while flushing, it was found that the catheter distal shaft was leaking and hence cannot be used further. There were no kinks observed on this catheter and there was no damage observed prior to removing from the package. The second apollo micro catheter was removed from the sterile unit and the distal tip was found to be detached from the micro catheter. The detached tip was observed as soon as the catheter was taken out of the sterile package. The physician removed the unit out of the sterile cover and found that the distal tip was detached even prior to taking it out of the package. There was no damage to the outer package of the devices and there was no evidence of tampering of the packages. The procedure was completed with another apollo catheter.

Manufacturer narrative:
Device evaluation the apollo micro catheter was returned for analysis and the clinical observation could not be confirmed. Solidified liquid embolic residue was found within the micro catheter hub. No kinks, bends or damages were observed on the micro catheter body. The detachable tip was still intact. Dried residue possibly blood or contrast was found on the distal tip. What appears to be solidified liquid embolic residue was found within the micro catheter distal tip lumen. An unsuccessful attempt was made to flush the micro catheter as it was found to be occluded with solidified liquid embolic. No leaks were detected. No other anomalies were observed. Follow-up attempts have been made to confirm if the correct apollo micro catheter was returned as the returned product analysis findings contradict the reported event. No response has been received at this time.

Manufacturer narrative:
Please reference MDR 2029214-2017-00061 for the first apollo referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received. Mdrs for this event: 2029214-2017-00060 2029214-2017-00061.